Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient was in the ICU for non-device related reasons, device interrogation revealed ams episodes due to far r-wave oversensing on the atrial channel. Programming changes resolved the oversensing issue.